Manufacturer narrative:
The act button did not respond due to flattened button dome switch. Insulin pump received with minor scratched corners, cracked battery tube threads, cracked reservoir tube and missing end cap sticker. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump had cracks near the battery compartment and around the display window. Nothing further reported.